Event description:
Healthcare professional reported a lap-band port "infection." The infection was noted shortly after implant surgery. The patient presented with "purulent drainage from port incision [site]." The port was explanted. Patient treatment included "packing change, wound irrigated with hydrogen peroxide, sterile dressing, continue with packing change and antibiotics keflex 500, lortab." A new port was implanted about 2 months after the port was explanted.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned for analysis. Based upon the implant date provided by the reporter the connector type is either a taper ii or a rapidport ez strain relief. No additional information has been reported to allergan regarding the serial number or model number. Infection and wound drainage are surgical/ physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of infection and wound drainage as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhoea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port dis-placement, port site pain, spleen injury, and wound infection." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."